Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in toulouse, france. A livanova field service representative was dispatched to the facility to investigate and could not confirm the reported issue. Functional verification testing was completed without issues and the unit was returned to service. The serial read-out of the pump has been provided. Results revealed that the reported issue was caused a too strong setting of the pump occlusion. Through follow-up communication with the technician livanova (B)(4) learned that a plastic particle was blocking the pump rotation. This is in accordance to the outcome of the serial read-out analysis. The root cause of the reported event has been determined to be not related to the device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and displayed an error message during procedure. There was no report of patient injury.